Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed there was a non-original equipment manufacturer (OEM) battery present. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the primary audible alarm. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board as preventive measure and performed self-test/occlusion test.

Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a primary audible alarm failure. It is unknown if there was no patient, or clinician injury associated with this event.